Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One narrow right angle large hex driver tip 30mm (rash8n) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured at the iso latch. Functional testing was not performed due to fracture. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Device history record (DHR) review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item references (rash8n) and only two similar complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported fracture was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the driver rash8n fractured.